Event description:
A male underwent initial aaa procedure in 2007. One flex main body, three iliac leg grafts, and one main body extension (used in the iliac) were placed. Follow-up CT's indicated distal type I endoleaks on both sides. In 2008, the physician embolized the hypogastric artery on the pt's left side and placed an additional iliac leg graft to extend iliac artery. On the pt's right side, (see 1820334-2008-00305) two iliac leg grafts were placed to land immediately inferior to the hypogastric artery to gain an adequate seal. A completion angiogram indicated that both endoleaks were resolved. Pt outcome was fine.

Manufacturer narrative:
Event evaluation: still under investigation.